Manufacturer narrative:
No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Device not available.

Event description:
Notice was received by the patients attorney that a fracture of the femur locking plate occurred and the patient had to undergo revision surgery on or about (B)(6) 2016.